Event description:
It was reported that a lead alert triggered for undefined ventricular lead impedance. There was no pacing and no sensing observed. The pocket was re-opened and the lead was checked with analyzer and programmer. Measurements were acceptable during and after procedure. The connector and set screws were examined thoroughly. The physician elected to continue using the lead and device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.